Event description:
It was reported that the patient underwent an unspecified spinal procedure approximately 9 months ago. It was reported that the patient complained of pain post-op. A revision surgery is under consideration to add decompression. Surgeon also suspects screw loosening and plans to remove the implants. No additional patient issues reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.